Event description:
It was reported that a user experienced a low glucose event after eating quickly before a medical appointment, subsequently vomiting due to an ongoing gastrointestinal issue, and then receiving a low glucose alert on the ilet with a confirmatory fingerstick of 55 mg/dl before self-treating with oral carbohydrates and returning to range. Symptoms included hypoglycemia. Outcomes included no injury and resolution with self-treatment. Investigation included troubleshooting and user education during the call. Investigation of this case revealed no device malfunction reported, and the event was associated with vomiting after a meal and subsequent hypoglycemia while using continuous glucose monitoring. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.